Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level and the pump was under delivering. In the morning customer¿s blood glucose was 129mg/dl. Customer¿s blood glucose value at time of incident was 358 mg/dl and current blood glucose value was 453 mg/dl and sensor glucose value was 342mg/dl. Insulin pump will be returned for analysis and a replacement pump will be sent.

Event description:
It was reported via phone call that the customer does not allege the insulin pump was under delivering. In addition, the insulin pump will not return.